Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was tilted and struggling to charge. The patient underwent a pocket repositioning procedure and was doing great postoperatively.